Event description:
It was reported that the attachment began overheating during an oral extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The attachment was received at the manufacturer for eval and testing, but the reported condition of the device overheating during usage could not be confirmed.